Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut off intermittently. Reportedly, customer was hospitalized for diabetic ketoacidosis. Customer reverted to an alternative method of insulin therapy, declined any follow up from tandem customer technical support and discontinued use of the pump.